Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a trupulse¿ generator and when the foot pedal was stepped down, the ablation started. However, releasing the foot pedal did not stop ablation. This occurred while the ablation was underway. The remote was used to stop ablation when required. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
On 7-apr-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: no work order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined. No further evaluation for this system was requested. A device history record review was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).